Manufacturer narrative:
The pro7020 powerpro attachment was returned to conmed for evaluation on 20-oct-2016. Visual inspection of the attachment found the device was received in pieces. Functional testing could not be performed due to missing inside parts. The unit was forwarded to the engineer for further examination. Threads of the rear housing were examined under 4x magnification revealed there is visual evidence loctite was applied. However, the loctite does not appear to completely encompass the one and a half threads as required. This device was manufactured on 10-dec-2015 with no service/repair history found. In this instance, the attachment has been in use approximately 10-months when this reported problem occurred. Although, the exact cause of the detached components was unable to be determined, an investigation was opened to address this issue. A 2-year review of the device history found no other similar complaint received. To date, there have been no serious injury or death related to the reported problem of "component detached" or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of injury to the patient, the handpiece instruction manual provides the following precautions and warnings: handle all equipment carefully. If the handpiece or attachment is dropped or damaged in any way, return it immediately for service. Prior to each use, perform the following: · inspect all equipment for proper operation. Ensure all attachments and accessories are correctly and completely attached to the handpiece. Do not disassemble or lubricate the attachment.

Event description:
The user facility reported that during use of a powerpro pro7020 attachment in a total hip arthroplasty revision procedure, the attachment fell apart inside the patient. The internal components were immediately removed with no issues reported. The user expressed a concern of "potential infection", in which follow-up with the user facility learned that no additional antibiotics and no changes made to the patient postoperative care required. Other than a 15-minute delay, the procedure was completed with no further issues and no patient injury. This report is filed on the basis of potential for patient injury with recurrence.